Event description:
It was reported that during npwt with a renasys go and alarm for blockage/full canister occurred. The issue was not resolved by changing the dressing nor the canister. Blockage was confirmed when the patient was instructed to milk the soft port tubing and the alarm resolved. Patient also stated a throbbing pain in the wound site. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause may be an obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.